Event description:
Boston scientific crm received info that at the implant of this implantable cardioverter defibrillator (ICD), signals were noted on the rate/sense channel every two seconds. No corresponding signals were noted on the shock channel. Technical services reviewed electrograms and advised the signals appeared consistent with a connection issue. The lead was disconnected and reconnected to this ICD and the signals desisted. This ICD remains implanted. No adverse pt effects were reported.

Manufacturer narrative:
No additional info is available at this time. Should more info become available, this event will be reopened.